Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the sharp container. The customer reports that an employee received a needle stick after hitting the sharps container with their right hand to close the lid on the container.